Manufacturer narrative:
The customer did not provide any product information, so it was not possible to determine a manufacture date.

Event description:
The customer had been getting blood glucose readings from the contour next ez that were 40-60mg/dl higher than readings from a breeze2. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced at the time of the call. Strips were not expected to be returned for evaluation.